Event description:
It was reported that the clinical study patient developed a mild wound dehiscence on their right retroauricular side. The deep brain stimulation (dbs) patient was admitted to the hospital where they underwent a wound revision procedure. The physician assessed the event as having had a probable relationship to the procedure and not device or stimulation related. The reported event is resolving. The device remains implanted in the patient.

Event description:
It was reported that the clinical study patient developed a mild wound dehiscence on their right retroauricular side. The deep brain stimulation (dbs) patient was admitted to the hospital where they underwent a wound revision procedure. The physician assessed the event as having had a probable relationship to the procedure and not device or stimulation related. The reported event is resolving. The device remains implanted in the patient. Additional information was received that cultures were taken and revealed that the patient had staphylococcus epidermidis. The patient was treated with intravenous and oral antibiotics. The physician assessed the event as having an unlikely relationship to the procedure, a probable relationship to the device, and not stimulation related. Additional information was received that the patient had a recurring wound healing disorder on their right retroauricular side.

Event description:
It was reported that the clinical study patient developed a mild wound dehiscence on their right retroauricular side. The deep brain stimulation (dbs) patient was admitted to the hospital where they underwent a wound revision procedure. The physician assessed the event as having had a probable relationship to the procedure and not device or stimulation related. The reported event is resolving. The device remains implanted in the patient. Additional information was received that cultures were taken and revealed that the patient had staphylococcus epidermidis. The patient was treated with intravenous and oral antibiotics. The physician assessed the event as having an unlikely relationship to the procedure, a probable relationship to the device, and not stimulation related.